Event description:
Patient reported that the one touch profile meter was giving a not ok message. This issue was not resolved with troubleshooting. There was no adverse event or serious injury reported. No further clinical information was provided.